Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Internal and external inspection was performed and no issues were noted. A short simulated therapy was successfully performed. Upon conclusion of the investigation, the cause of the reported issue was determined to be a false empty detect and use error with initial drain alarm setting inappropriately programmed. The homechoice and homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during dwell 1 of 4 of peritoneal dialysis therapy. The home patient (hp) stated they felt bloated/overfilled. It was determined that the patient¿s prescribed fill volume was 2500ml. The technical service representative assisted the hp in performing a manual drain of 5170ml and initiated a swap of the homechoice (hc) due to the hc alarming with a high drain. There was no patient injury or medical intervention associated with this event. No additional information is available.